Event description:
Boston scientific crm received information that this lead was associated with a reported patient infection. Explant of the patient's system is being considered.

Manufacturer narrative:
Subsequently, it was reported that the lead was surgically abandoned and replaced with another lead. There were no adverse effects.

Manufacturer narrative:
This report will be updated if additional information is received.